Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a slit along the inner cannula shaft was noted to a smiths medical portex® cuffed blue line ultra® tracheostomy tube during cleaning with a cleaning brush. There were no reported adverse effects.

Manufacturer narrative:
One used,7.5mm blu thin wall inner cannwith stop ring was received in plastic bag without its original packaging. Under visual inspection we noticed that there is app 2.5cm crack on inner cannula tip in its split line. Inner cannula can be damaged even when cleaned by brush which is provided by smiths medical when excessive force or any abrasive cleaning implements are used (as described in IFU as10002537-002 rev. 100, precautions, point 8 and 9).